Event description:
It was reported that the atrial lead showed signs of inappropriate oversensing due to noise and elevated pacing thresholds. The atrial lead was capped (B)(6) 2022 and replaced. The patient was stable.